Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and stated there were no failure codes recorded in the device memory logs. The se found that the ventilator never fully powered up and with an initial fail of power on self-test (post). It is required to enter the service mode and run extended self-test (est) before it would allow the unit to post in normal mode. The se reseated the exhalation flow sensor (evq) and performed est on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.